Event description:
Customer claims that during use the alarm has power, but no alarm tone when the magnet clip is detached. Customer detects no visible damage to the outside of the alarm. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4) (alarm, failure to). Product was requested to be returned for evaluation and has not been received. (B)(4).